Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant captivia was intended to be used for the treatment of a thoracic aortic aneurysm.  It was reported during the index procedure the stent could not be implanted as the  hydrophilic coating came off. The femoral artery and external iliac artery were the access vessels for stent implantation . The patient's femoral artery diameter was 6.2 mm, the outer diameter of the stent delivery system was 22f. The location of the hydrophilic coating in the delivery system was no longer lubricated. There was significant resistance felt when attempting to advance the device through the artery. As per the physician the cause of the event was due to the patient's anatomy as a result of the vessels of the femoral artery and external iliac artery being thin. No additional clinical sequalae was provided and the patient is fine.

Manufacturer narrative:
Product analysis tactile test confirmed coating presence along the entire length of the device. The device returned with the external slider and the tip capture release handle were in the home position. A slight gap was visible between the graft cover and taper tip. Damage with material lifting was observed to the graft cover tip. A number of scratches were visible along the taper tip. The reported coating issue could not be confirmed through analysis; however, the reported positioning difficulties were confirmed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.